Manufacturer narrative:
The corkscrew has been stretched. Examination of the remaining peg bullet and sheath revealed no mfg defects that would have contributed to the reported event.

Event description:
The reporter indicated that when he pulled off the protective sheath, the peg bullet came off and the screw was distorted. The lead was not implanted and is being returned. There was no pt involved in this event.